Event description:
It was reported that the unit is being returned to the international service center for service. Description of failure: "cable disruption, blue connection plug defective." No further information is available. There was no reported patient consequence.

Manufacturer narrative:
Blue cable replaced. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been verified. To correct the cable disruption issue, the blue rotational cable was replaced. The holster was serviced and tested then returned to the customer. Complaint information is trended on a regular basis to determine if further investigation is warranted.